Event description:
Patient reported left side rupture, pain, along with noting they are desperate and scared, the physical discomfort, the emotional wear and tear due to the uncertainty of a new surgery. The device remains implanted.

Manufacturer narrative:
Correction h6 code b14 should not have been included since device history record could not be requested due to insufficient device information. Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, b6, d.6a, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d1, d2a, d2b, d6b., g4, h.6.

Event description:
Patient reported "desperate, scared and ruptured, with MRI and ultrasound". Patient reported later "a lot of pain, the physical discomfort, the emotional wear and tear due to the uncertainty of a new surgery". Healthcare professional later reported "intracapsular rupture diagnosed on MRI". Healthcare professional reported via MRI report "findings compatible with intracapsular rupture" and via ultrasound report " signs suggesting a intracapsular rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, pain, along with noting they are desperate and scared. The device remains implanted.